Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements ranging from 111 ohms to 137 ohms over the last year. The root cause was felt to be related to patient factors/calcification on the lead. Surgical intervention was attempted to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) system; however, the patient veins were noted to be blocked and therefore, the procedure was aborted. The physician plans to schedule explant of this rv lead and associated implantable cardioverter defibrillator (ICD) system and upgrade the patient to a crt-d system on an unknown future date. No additional adverse patient effects were reported. Available information indicates this lead remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements ranging from 111 ohms to 137 ohms over the last year. The root cause was felt to be related to patient factors/calcification on the lead. Surgical intervention was attempted to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) system; however, the patient veins were noted to be blocked and therefore, the procedure was aborted. The physician plans to schedule explant of this rv lead and associated implantable cardioverter defibrillator (ICD) system and upgrade the patient to a crt-d system on an unknown future date. No additional adverse patient effects were reported. Available information indicates this lead remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced, and the patient was successfully upgraded to a crt-d system. This lead sustained damage during the explant procedure. The lead was discarded and will not be returned. No additional adverse patient effects were reported.